Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted and during defibrillation threshold (dft) testing, the ICD failed to convert the patient out of induced ventricular fibrillation. Surgical intervention was performed and the rv lead was explanted and replaced and afterwards dft testing was successful. The ICD remains implanted and in service. No additional adverse patient effects were reported.